Manufacturer narrative:
(B)(4). Multiple follow up calls to the facility to obtain the sample have been unsuccessful. Without the actual sample, a thorough investigation could not be conducted and no specific conclusions could be drawn. A review of the customer complaint database revealed no other reports of this nature against the reported catalog number, finished good lot number or evaluated catheter lots. No adverse trends of this nature were identified during the complaint review process. A review of the nonconforming lot report database was performed for the involved component and finished good lot and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. A follow up report will be filed if the sample is received for evaluation and/or additional pertinent information becomes available.

Event description:
As reported by the user facility: the customer states that on (B)(6) 2013, approximately 10mm of catheter tip broke off during insertion and remains in pt. The pt is still hospitalized at this time and the extent of the injury is unknown. Reference number (B)(4), lot number 0061276976.